Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. G4 PMA/510(k) number corrected. H4 device manufacture date corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal and a air detector that failed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative installed the newest software, and replaced the dso seal and air detector, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an air in line sensor error. The event occurred during testing. There was no patient involvement, no patient injury was reported.